Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: clip mislocation. Time of malfunction: post procedure. Symptoms/ae: surgery to open the artery. It was reported that a technician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the patient returned approximately one year post procedure, experiencing pain. An angiogram revealed that the clip has captured the arterial walls together at the access site, creating an occlusion and thrombus. The clip and thrombus were surgically removed and the artery was repaired with a patch. There were no reported adverse patient sequelae. Though requested, no additional information was available.